Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Pump passed the displacement test and rewind & basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 274mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.